Event description:
The customer contact reported, the patient received less medication than intended. On an unspecified date and time, the device was programmed in the continuous + bolus mode to deliver morphine 1 mg/ml, with a 2 mg/hr continuous rate, a 2 mg bolus dose, a 15 minute patient lockout and a 100 ml container size. No further programming parameters were provided. On (B) (6) 2010 at an unspecified time, the nurse reported, the display indicated the container was empty; however, the amount remaining in the container was 28.4 ml. The device was removed from clinical service. The physician was notified. The physician ordered the infusion discontinued and pain therapy resumed using an unspecified oral analgesic. The customer contact stated there was no change in the patient's status. During testing at the user facility, the device delivered less than expected. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The device history was printed at the manufacturing facility. The device history indicated that on (B) (6) 2010 at 0927, the device was programmed in the continuous+bolus infusion in mg mode to deliver a drug concentration of 1 mg/ml, with a continuous rate of 1 mg/hr, a 1 mg bolus dose, a 15 minute pt. Lockout, a limit of 4 boluses per hour, and a 100 mg container size. Between 0928 & 0930, a priming volume of 4.4 mg is indicated, the keypad is locked and the infusion was started. Between 0932 & 0958, there were 2 pt initiated deliveries, a low battery alarm, the silence key was pressed, a change battery alarm, the device was powered on, a using battery alarm was indicated and the infusion started. Between 1017 & 2002, there were 9 pts, initiated deliveries and 6 unmet demands. On (B) (6) 2010, a new date stamp is indicated and the infusion was stopped. At 1202, a 2 mg continous rate was programmed and the infusion was started. Between 0358 & 1044, there are 10 pts initiated deliveries and two unmet demands. Between 1426 & 1552, the infusion is stopped, there is a start alarm indicated, the silence key was pressed 9 times and the device was powered off. A review of the history indicates the device delivered as programmed. This report represents all the information known by the reporter upon query by hospira personnel. (B) (4).